Event description:
The customer reported to olympus, the video system center displayed error code b30. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found intermittent b30 errors due to bad connector retention pins, socket wear and corrosion were also noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that b30 occurred due to faulty connector and corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.